Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. It was reported that the peritonitis was manifested by general aches and pains. The patient was initially treated with ampicillin (orally for six days, dose and frequency not reported) and gentamicin (intraperitoneally for two weeks, dose and frequency not reported) for the event. Upon completion of the initial administration of ampicillin, the patient was treated with intraperitoneal ampicillin for two weeks (dose and frequency not reported) for the event. At the time of this report, the patient was recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.